Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate erratic readings of "7.8 and 6.2 mmol/l." (140 and 111 mg/dl). The patient does not manage his diabetes with any medication or insulin. Prior to the onset of the alleged inaccurate erratic issue, the patient reportedly was feeling dizzy. The patient reportedly was managing his diabetes with food and drink at the time of concern. In addition, he was able to administer self treatment with food and/or drink at to the time of concern. During troubleshooting, the patient confirmed the results were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The sample site was on the finger. The testing procedure was correct. The unit of measurement was confirmed to be mmol/l. This complaint is being reported due to the alleged inaccurate erratic issue. There was no symptoms that meet lifescan criteria of a serious injury.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.